Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. The reported issue was discovered during preventative maintenance, no pt involvement.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer has isolated the failure to the main board in house. Additionally, the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. The customer has declined returning the device. Info has been added to the database and complaint trends will continue to be monitored.